Event description:
It was reported that left venticular lead had pulled back out of the desired vein and experienced loss of capture. The lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.